Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was 349 mg/dl. Customer also reported to have gone to the hospital on (B)(6), 2015 with low blood glucose. Customer was treated the same day. Troubleshooting was performed on insulin pump and customer was advised to call back when in receipt of tubing clamp in order to complete troubleshooting.